Event description:
It was reported that the max output therapy was not able to be programmed. After several reprogramming attempts with different hv setting. The device was replaced.

Manufacturer narrative:
Analysis found that due to the short programmed pulse widths and the high hvli as the device was still in the box, the programmer reported output energy was lower than the maximum. No device anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.